Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to instrument overload. Corrective action has been implemented.

Event description:
During the explantation of the distal screw, the hexagon portion of the screwdriver twisted. This event did not cause any adverse consequence to the pt or surgial delay.